Manufacturer narrative:
Product analysis the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory showed the battery indicator signifying that it is time for device replacement. Analysis of the device memory indicated the charge circuit timeout alert.

Event description:
It was reported that the patient's implantable cardioverter defibrillator (ICD) exhibited charge circuit timeout and normal elective replacement indicator (eri). The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Corrected information: sex, date of birth if information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis the device was returned and analyzed. Hybrid analysis confirmed the reported electrical reset indicator (eri), end of life (eol), and charge time out (cto). Through save to disk (s2d) analysis, it was determined that the eol was due to two excessive charge times and that it occurred five days after eri. Both device and hybrid level testing resulted in normal operations with nominal current drain (cd) levels. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis the device was returned and analyzed. Analysis indicated an issue with the battery. If information is provided in the future, a supplemental report will be issued.